Event description:
The probe was used to ablate the esophagus. The probe was then removed for cleaning, and when introduced the second time, the head of the probe broke off as it was being placed down the scope. As a result, a different probe was used to finish the procedure. Notes from the endoscopy procedure: "gastric and esophageal contents were suctioned. The endoscope was then removed from the patient. Initially a tts ablation paddle was used, but due to breakage we switched to the halo-60 radiofrequency ablation catheter, which was attached to the tip of the endoscope." The patient had no complications.